Manufacturer narrative:
UDI #: (B)(4). Pt date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss noted the max energy gelling setting on the laser machine was 0.95 uj (microjoules) and the spotline of 6/6 revealed at 0 percent. The fss cleaned the optics and adjusted amplifier. The fss gelled laser at surgeon¿s setting. The melt is now at 65 percent. Furthermore, an abbott medical optics (amo) application support manager (asm) spoke to the surgeon. The asm recommend starting the bed/sidecut energy of .90 uj and increasing by 0.05 uj as necessary up to 1.00 based on the laser gelled performed by the fss. In addition, a preventative maintenance was performed. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a laser treatment patient had both (ou) flaps sticky during a flap lift procedure. As a result, the left (os) eye flap was not lifted as the surgeon was not able to lift the flap. The os eye was at 8.5 with 5% elliptical. The procedure was aborted and the os eye laser treatment will be converted to a photorefractive keratectomy (prk) treatment once the eye is stable. There is no loss of best corrected vision acuity (bcva) reported and no harm to the patient.